Event description:
Reporter indicated a pt had been hospitalized for a recent increase in seizure activity. It is not known if the seizures are greater than pre-vns baseline levels. No further info is known.